Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: my team have noticed an issue with the optima. We have been seeing "leakage". We have noticed a coloured spot on the tip of the p20-o after we remove a dose. This more noticeable on the coloured chemotherapy (eg doxorubicin).

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the protector membrane appears to have a red coloring. A device history review was performed for protector lot 2408404, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for reported lot 2408404 and all results were found to be acceptable. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Three retained samples were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. Based on the investigation, no root cause related to the manufacturing process could be identified at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Additional information: following submission of initial MDR, material number was updated and additional details received. Section d updated to reflect correct material. See section b for additional details provided by the customer.

Event description:
Additional information: p20-o batch 2408404: I have attached 2 photos albeit not the best quality. It is also not an isolated occurrence. There is definite residue on the top of the p20-o. We know this as when we wipe it, we can see some red staining on the wipe. You can also see some red residue on the injector.